Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter product ID, 8596 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient developed a (B)(6) infection at the pump incision site. There was a small open area of the incision that would not heal and drainage was observed. The physician performed diagnostic methods of examination and palpation on (B)(6) 2012. The physician performed debridement of the pump incision site on (B)(6) and the patient was also given antibiotic therapy. The patient outcome was reported as resolved without sequelae on september 4. The device system was used to deliver sufenta, bupivacaine and clonidine.